Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not opening/closing. The procedure was completed but the patient outcome was not provided. Intuitive followed up and obtained additional information. The instrument would not close all the way. No injury to the patient. No images available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. Both of the blade edges was indented. The cut test could not be performed because the blade indentation prevented the blades from closing properly. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.